Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found cracked top case, cracked bottom case, cracked left plunger case. The pump event history log showed a motor rate error in history. The investigation found worn parts on drive train and motor assembly due to normal wear as the pump is over 12 years old. The root cause is due to normal wear. The technician replaced the worn parts of drive train and motor assembly (motor mount, worm coupling, leadscrew, right and left clutch halves). Replaced top case, replaced bottom case, replaced left plunger case, replaced plunger cable (damaged tubing), replaced battery and device passed all functional/delivery tests.

Event description:
It was reported that a motor failure error was displayed. No patient injury was reported.